Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks due to heart rate excursions. Also, the patient wanted to know this will not happen when using a gadget. Boston scientific technical services (ts) then advised on keeping a gadget at least six inches away from the implanted device. An attempt to obtain additional pertinent information was unsuccessful. This ICD remains in service. No adverse patient effects were reported.